Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead was removed due to dislodgement. The procedure went well, and the patient was recovering.